Event description:
A device was returned to a third-party repair center for service. The device was not in patient use. During the service evaluation of the device, the third-party repair center visually inspected the device and found corrosion inside the unit. The third-party repair center performed the disposition of the device. There was no report of patient or user harm or injury. The manufacturer is submitting a final report at this time.

Manufacturer narrative:
H3 other text : device not returned to manufacture.